Manufacturer narrative:
No report of patient involvement. The hospital biomed replaced the flow sensors. The hospital biomed replaced the flow sensors.

Event description:
The hospital reported that, during the preoperative checkout, the unit had a ventilator failure. There was no report of patient involvement.